Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. : event date is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that a surgeon had "voiced concerns that the registration loses accuracy as the patient moves resulting in misplaced screws. No real follow up or solution has occurred with this." There was no impact on patient outcome reported.